Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿did not wear mask¿. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported on the day of peritonitis diagnosis, the patient was hospitalized and treated with meropenem injection (1.5g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis, cloudy effluent and abdominal pain. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported that the peritonitis was bacterial. Fourteen days after the event onset, the patient was discharged from the hospital. On an unreported date, antibiotic treatment was discontinued. The day after discharge, it was reported the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.